Event description:
Allergan representative reported removal of a lap-band due to an "erosion".

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Erosion is a surgical/physiological complication and analysis of the device general does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding product, patient, and event information.